Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The two additional devices (nc trek and other graftmaster) referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that this was a percutaneous coronary intervention in the left anterior descending coronary artery (lad). The 3.25x20 mm nc trek balloon dilatation catheter (bdc) was advanced and met resistance with the heavily calcified and tortuous anatomy. The nc trek was inflated twice at 12 atmospheres of pressure. A perforation occurred in the lad after the balloon rupture. The 3.5x16 mm graftmaster stent delivery system (sds) was inserted, but it was unable to cross the vessel due to the patient anatomy. The 2.8x16 mm graftmaster sds was inserted and was successfully implanted; however, this 2.8x16 size was used after the labeled expiration date. The perforation was sealed. The patient has not had any adverse reactions to the expired graftmaster stent. This was used because it was the only unit available and it was a life threatening situation for the patient. No additional information was provided.